Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported "exchange from textured to smooth devices due to the patient¿s concern with the product". Later healthcare professional reported "capsular contracture baker grade IV". This record is for unknown side. Device has been explanted.